Event description:
An optometrist reported pt with diffuse lamellar keratitis (dlk) of the right eye at one day lasik post-operative visit. Pt complained of foreign body sensation. Add'l info indicated pt's topical steroid dosage was increased. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested. (B)(4).